Manufacturer narrative:
Aso was not able to obtain a lot number as the consumer had disposed of the packaging. However, the consumer sent unused returned samples for adhesion properties evaluation. In addtion aso reviewed records of biocompatibility tests and elisa inhibition assay for materials used to manufacture the same type of product.

Event description:
Consumer reported that she is allergic to latex and that she placed the bandage on her shoulder and it burned her shoulder after using overnight. Cosumer mentioned that she had blisters and bleeding and went to urgent care for treatment. Consumer reported that this burn will leave a scar.